Event description:
It was reported that foreign matter was found in the needle 21g 1-1/4in tw before use. The following information was provided by the initial reporter: "foreign material in the needle package. There is foreign material in the needle package."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one photo and five samples were received by our quality team for evaluation. From the photo, black foreign matter was observed on the bottomweb. The five samples were subjected to visual inspection to check for foreign matter. One of the five samples was observed with loose black foreign matter on the bottomweb as well as the outer surface of the needle shield and needle hub, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The loose black foreign matter was subjected to ftir (fourier transform infrared spectroscopy) testing to determine the foreign matter type. These results indicate that the foreign matter could possibly by a silicone-based compound, although there was no good match available. The primary packaging process was reviewed. Probable cause could be that the unit package trimmed parts was not absorbed by the trimming suction hose due to a weak vacuum. The tripped parts which are not absorbed by the suction hose goes through one cycle where it could have touched foreign matter on the gripper chain and possibly transfer it to the unit blister filled with product before going to the sealing process. A revised needle secondary packaging daily process checklist has been proposed to include clearing of trimming waste bin at the start of shift.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the needle 21g 1-1/4in tw before use. The following information was provided by the initial reporter: "foreign material in the needle package. There is foreign material in the needle package."